Manufacturer narrative:
Correction on initial report. The customer¿s report of an overinfusion was confirmed. Physical inspection revealed the membrane frame was cracked at the screw location, there was a crack in the bezel near the flo stop, and all six bezel posts were cracked and separated. Analysis of the pcu event log shows that at 1:20 pm on (B)(6) 2017 the pump module was programmed to infuse norepinephrine 4mg/250ml at a rate of 11.1ml/hr with a vtbi of 250ml. The infusion continued with several rate changes until 2:10 pm when the device was channeled off and removed from the system. The volume recorded as being infused during this period was 4.613ml. Functional testing was not performed since unrestricted flow was observed when a primed set was loaded into the pump module and the door closed. The root cause of the overinfusion was cracked and separated bezel posts, leading to unregulated flow.

Event description:
The device was on pause while the patient was being transported from surgery to cvicu. Upon arrival to the unit the user noticed that the levophed was free flowing even though the device was paused. The patient received approximately 25% of the volume that was remaining in the 4mg/ 250ml bag.

Manufacturer narrative:
In summary, the formal investigation identified two root causes for the separated/broken bezel boss issue. Manufacturing ¿ driven polymer material degradation led to reduced mechanical properties. Environmental stress cracking (esc) from contaminates introduced to the boss by the metal insert.

Event description:
The customer reported that the device was set up to infuse levophed 4mg(250ml), the device was on pause. The patient was being transported from surgery to cvicu. Upon arrival to the unit the user noticed that the levophed was free flowing even though the device was paused. The patient received approximately 25% of levophed that was remaining in the 250 ml bag as a result, the patient experienced increased systolic blood pressure greater than 200 and required an unspecified amount of nitroglycerin. The facility reporter examined the device and stated "it appears to have broken standoffs.¿

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a device set up to infuse levophed was turned off and on standby during a surgical case however the user noticed it was free flowing while attached to the patient. The patient received 80-90 ml of levophed as a result, experienced increased systolic blood pressure greater than 200 and required an unspecified amount of nitroglycerin. The facility reporter examined the device and stated "it appears to have broken standoffs.¿